Event description:
It was reported that the patient who was implanted with a deep brain stimulator had experienced a loss of therapy as their implantable pulse generator (ipg) reached the elective replacement indicator (eri) mode. The patient was hospitalized because of the increase in parkinsonian symptoms after stimulation was interrupted. The patient will be scheduled to undergo a revision procedure to replace the ipg. The physician suspected premature battery depletion as the end of battery life was reached in under a year.

Event description:
It was reported that the patient who was implanted with a deep brain stimulator had experienced a loss of therapy as their implantable pulse generator (ipg) reached the elective replacement indicator (eri) mode. The patient was hospitalized because of the increase in parkinsonian symptoms after stimulation was interrupted. The patient will be scheduled to undergo a revision procedure to replace the ipg. The physician suspected premature battery depletion as the end of battery life was reached in under a year. Additional information was received that the patient underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively. The correct name of the physician was provided along with her address and contact information. The patients date of birth was also provided.

Manufacturer narrative:
A review of the manufacturing records associated with this device indicated that it was successfully processed according to requirements. The DHR did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. The returned ipg was analyzed and revealed that communication could not be established with either a known good remote control (rc) or clinician programmer (cp). As a result, the data logs could not be retrieved to confirm that the ipg had reached the end of its battery life. Additionally, internal inspection of the ipg was performed and revealed that the internal electrical measurements indicated excessive sleep current and low resistance at a node where high resistance was expected. This finding confirms that the application-specific integrated circuit (asic) chip was damaged. This type of damage is typically caused by the ipgs exposure to external high-voltage or high-current transient sources. A product labeling review was performed. This review identified that implants could fail at any time due to random component failure and/or loss of battery functionality. Failure or malfunction of any of the device components or the battery, including but not limited to lead or lead extension breakage, hardware malfunctions, loose connections, electrical shorts or open circuits, and lead insulation breaches could lead to a loss of adequate stimulation and require explant or reimplantation and are known risks with the use of deep brain stimulation (dbs). Additionally, the labeling also states: the following medical therapies or procedures may turn stimulation off or may cause permanent damage to the stimulator, particularly if used in close proximity to the device: lithotripsy, electrocautery, external defibrillation, radiation therapy (any damage to the device by radiation may not be immediately detectable.), ultrasonic scanning, and high-output ultrasound. X-ray and CT scans may damage the stimulator if stimulation is on. X-ray and CT scans are unlikely to damage the stimulator if stimulation is turned off. Ultimately, however, the device may require explantation as a result of damage to the device. Based on all available information, engineers concluded that the reported allegation of the ipg reaching the elective replacement indicator (eri) mode in less than a year could not be confirmed. The ipg was unable to communicate with either a known good remote control (rc) or clinician programmer (cp), which prevents any testing to determine if the ipg has genuinely reached the end of its life within the expected timeframe. Therefore, a root cause of the event could not be established. Additionally, further internal inspection of the ipg revealed that the asic chip had sustained damage due to an unknown event. This type of damage is typically the result of the ipgs exposure to external high-voltage or high-current transients and is an unintended use error that could have caused or contributed to the event.

Event description:
It was reported that the patient who was implanted with a deep brain stimulator had experienced a loss of therapy as their implantable pulse generator (ipg) reached the elective replacement indicator (eri) mode. The patient was hospitalized because of the increase in parkinsonian symptoms after stimulation was interrupted. The patient will be scheduled to undergo a revision procedure to replace the ipg. The physician suspected premature battery depletion as the end of battery life was reached in under a year. Additional information was received that the patient underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively. The correct name of the physician was provided along with her address and contact information. The patients date of birth was also provided.